Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. On (B)(6) 2010, a trima procedure was ended because the donor experienced tingling. The customer discovered that they had switched the saline and acda bags. The donor was given (B)(6), milk, and a blanket per the customer's sop and per the recommendation of the medical director. The donor recovered without experiencing any non-transient negative health effects. On (B)(6) 2010, the customer reported the event to caridianbct at the request of their caridianbct sales rep. The customer stated that they did not allege any defect of the trima machine or trima disposable. This report is being filed due to the potential for injury from acda infusion (citrate reaction) due to the solutions being switched.

Manufacturer narrative:
(B)(4). The customer stated that the root cause of the donor's tingling was their error in switching the acda and saline bags. The customer was aware of the significant potential consequences of switching the acda and saline bags. The customer was aware that the trima system cannot detect this problem. Based on info gathered from the customer, there is no evidence to suggest that the disposable set was not manufactured per caridianbct specifications. The DHR for trima disposable lot number 06s2124 was reviewed. No manufacturing deviation was identified. The donor experienced symptoms consistent with over infusion of acd-a. This type of reaction is listed in the trima accel automated blood collection operator's manual as a previously observed reaction that the customer should be prepared to handle. The following risk mitigations were implemented at cardidianbct to assist operators in priming with the proper solutions. The acd-a spike is orange. The replacement (saline) fluid has tubing distinguished by a green stripe terminating a needle spike. Conclusion: user error caused the event.